Event description:
It was reported to boston scientific corporation that the patient was implanted with a pelvic mesh device (type unknown) on (B)(6) 2009. Following the implantation, the patient experienced pain and erosion (date/s of onset unknown), which required additional surgeries (date/s, specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.